Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had burning pain in the stimulator pocket. It was noted that the event was not related to the study procedure, possibly related to the neurostimulator, and not related to the leads, external device, or therapy. Interventions taken included a treatment with topical lidocaine/prilocaine. The outcome of the event was noted to have been recovering/resolving as of 2019-jan-28. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) reported there was no further information regarding the cause of the burning pain in the pocket stimulator. It was noted the information was confirmed with the healthcare professional (hcp). It was noted the burning pain in the stimulator pocket came and went. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient developed a kind of burn around the battery site from charging and it took over an hour to charge each day. It was noted that the patient did not have hd programming, which may contribute to the frequency of charging. No troubleshooting had been performed as of yet and the issue had not been resolved at the time of the report. No actions/interventions were taken. No further complications were reported/anticipated.